Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 10/13/2021. An investigation was conducted on 01/19/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw in the center due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. No visual or physical difficulties were observed. The jaws were closed and both the cold and hot jaws were observed to be aligned. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery jaws were misaligned and would not function properly. 2nd evh kit opened and procedure completed without further incident. No harm to patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.